Manufacturer narrative:
H4: manufacturing date: corrected. H3: device evaluated by mfg: updated. D4: expiration date: corrected. D9: product available to stryker: updated. D9: returned to manufacturer on: updated. D4: gtin: corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned within the microcatheter hub/shaft. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was not returned. A functional inspection was not performed since the stent was deployed, and the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated; however, the analysis results are consistent with the reported event. The reported 'stent deployed prematurely during use' was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states "when the operator retracted the stent after it got stuck at tail of microcatheter, the delivery wire was separated so the stent was finally stuck at tail of microcatheter and part was inside the hub". It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the device and failure to deploy the stent. An assignable cause of procedural factors has been assigned to the as reported codes 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and as analyze codes 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a stent-assisted coil embolization procedure, the operator used a stryker microcatheter to deliver the subject stent. After advancing 80% of the subject stent, big resistance was encountered and couldn't be delivered. The operator retracted the subject stent from the microcatheter and it was found that the delivery wire had separated, causing the stent to become stuck at the tail of the microcatheter, with part of it inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a stent-assisted coil embolization procedure, the operator used a stryker microcatheter to deliver the subject stent. After advancing 80% of the subject stent, big resistance was encountered, and couldn't be delivered. The operator retracted the subject stent from the microcatheter and it was found that the delivery wire had separated, causing the stent to become stuck at the tail of the microcatheter, with part of it inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.